Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. No product was returned. Per the clinical description, the root cause of the access site bleeding was most likely use related as hemostasis was achieved by resuturing the graft.

Event description:
The complainant reported a patient was presented to the medical facility with cardiomyopathy and suspected cardiogenic shock and the impella 5.5 was placed without issue. Oozing was noted at the insertion site and the graft was re-sutured at the suture line. The device was explanted, care was withdrawn, and the procedural outcome was the patient expired at explant. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the patient's outcome.